Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "0 rra reading at moments, while sometimes they also get no reading (no value on device) at all.". No consequences or impact to patient was reported.